Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Correction on h2 - patient code and device code.

Event description:
Additional information indicated that patient was experiencing pain at the ipg pocket. As a result, ipg was repositioned on (B)(6) 2020 to resolved the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient will be having ipg pocket revision for an unknown reason. No additional information available.